Manufacturer narrative:
D1: the reported product is an unknown baxter transfer set the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue with an unknown transfer set which resulted in the patient's report of "wetness" . The patient presented to the pd clinic and was diagnosed with peritonitis. The transfer set was replaced. The nurse reported that the cause of the peritonitis was "due to the transfer set that disconnected from the patients adapter". The patient stated "the catheter tubing from the patient's belly came apart from the catheter connector". The patient was not hospitalized for the peritonitis, however the patient was treated with unspecified antibiotics for two weeks. It was reported that the patient recovered from the peritonitis. Action with pd therapy was not reported. No additional information is available.